Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches since 2021 and hypertension. The patient did receive medical intervention and reported to see a pulmonologist and other health professionals and was prescribed pain killiers and antihypertensives. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches since 2021 and hypertension. The patient did receive medical intervention and reported to see a pulmonologist and other health professionals and was prescribed pain killiers and antihypertensives an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, unknown white, and tan (dust-like) contamination, in the iso port (international organization of standardization.) Dust-like contamination on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure, potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Also, there are excessive unknown brown fluid/water spots, unknown brown and white specks of contamination on the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust contamination like in the base unit and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Sections d8, d9, h2, h3, h6 has been updated in this report.